Event description:
Foreign matter found in IV tubing. Only obstructed from y injection site to the filter. (Seems to be particles of the male adapter). This was noted by a pt visitor. IV antibiotics being infused. Premixed by co for another lab.